Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-15141. It was reported that the patient presented in-hospital experiencing discomfort caused by inappropriate defibrillation therapy due to rapid atrial fibrillation. Upon review, atrial lead was dislodged. Poor atrial sensing and failure to capture were also noted on the atrial lead. Programming changes were made to prevent the inappropriate defibrillation therapy due to incorrect interpretation of signal by the implantable cardiac monitor. The atrial lead was repositioned on (B)(6) 2021. Patient was stable.